Manufacturer narrative:
(B)(4). Results found that the er320 device was returned in good visual condition. A bag with a unformed clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 15 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was jamming of clips from first clip and could not fire and continued jamming. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.